Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit was down. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) is down. Unit reported to not boot into patient mode and produce a high pitched alarm tone. No patient involvement reported. No patient harm reported.

Manufacturer narrative:
Updated fields - b4, b5, b6, b7, d9, d10, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions). Corrected field- e3. A getinge field service engineer (fse) confirmed upon initial inspection. Found multiple 124 faults in the logs, indicating an improper pressure reading. Found x3 transducer reading 0 consistently. Attempted 30 psi transducer calibration. Unit shut down unexpectedly during calibration. Transducer replaced and attempted to reboot unit. Unit does not boot. System produce a short boot up tone when batteries are connected to the system but does not boot. Attempted to boot from wall power, unit began to boot properly for 15 seconds before shutting down. Power management pcb replaced. Unit now boots but produces a constant alarm tone. Confirmed new pressure transducer is reading properly. Reloaded software . Unit continues to produce alarm tone when powered on. Alarm logs now show the unit has produced several 118 faults specific to the solenoid controller pcb. Replaced solenoid controller pcb (0670-00-1161). Unit now boots normally into patient mode with no alarm tones. Re-calibrated transducers. Unit pumps normally in patient mode. Unit passes all tests and calibrations to manufacturer standard. Unit returned to customer. The following investigation was performed by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received the following parts associated with this complaint: pressure transducer cable, power management board, solenoid control board. Parts were received with a reported failure of an alarm and failure to boot up properly. Also found improper transducer reading and failed to calibrate. The fat performed a visual inspection and found solenoid control board to have a blown q7 component. This is likely the root cause for the improper bootup. The rest of the parts were in good condition. The fat installed 0670-00-1162 in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Unit will boot up automatically. This failure has been seen before and will be resolved in a fsca. The fat installed pn 0682-00-0091-01 in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev.